Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the 8mm (B)(6) bipolar forces instrument could not be used because the tips were burnt and melted. No known impact or patient consequence was reported. Isi followed up with the nurse to get additional information. The instrument was inspected prior to use, and nothing was noticed out of the ordinary. The damage was first observed intraoperatively during dissection. It is unknown if the color of the cable was black, if there was any loss of cautery, and if there were any signs of thermal damage at the site of insulation damage. The nurse stated that arcing was observed during the procedure. The instrument came into contact and/or collided with other instrument or tool during the procedure. The procedure was completed with a backup instrument. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forces instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.